Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the system is not working for him. He experienced too many unexplained high blood glucose over 500mg/dl. The customer did not have no delivery alarms nor bent cannulas. He had called to get assistance with removing the infusion set and to revert to manual daily injections. The caller also mentioned that the sensors alarmed too much when his glucose level was stable. The customer fell very frustrated and would like to return the product. No further information was provided.